Event description:
Device was returned because user facility was converting to another product. Upon receipt of device in 2007, it was noticed that the device produced straight shots.

Manufacturer narrative:
The complaint was confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.